Event description:
It was reported by service report that the chair would not support patient weight as a result of the broken lock bar strut. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.